Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the suspect device. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 75 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. The event trace contained no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported by the customer that the patient desaturated while on the ventilator. The caregiver placed him on the backup ventilator while she was changing the circuit on the main ventilator. While she was almost done changing the circuit, the pulse oximeter started alarming and the patient desaturated to 70% and was turning blue. She placed him back on the main ventilator and his oxygen saturation level returned to its normal range.